Event description:
It was reported that prior to a procedure, the device jaws would not open. Another device was opened to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailabe at this time.